Event description:
It was reported that the temperature fuse of the device heater tripped. No adverse effect to the pt was reported. No info was provided as to impact to surgical procedure. Ref: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional info becomes available.